Event description:
While opening the trident cup, it was noted by both the stryker rep and the scrub nurse that the packaging did not include a dome hole plug as normal. Surgeon wanted dome hole plug, so one was opened from loan set and used.

Manufacturer narrative:
The shell was implanted and the packaging components were discarded by the hospital. One unit from the same lot was identified to be in stryker's (B)(4). This unit was inspected and it was confirmed that there was a dome hole plug packaged with the trident shell. Additionally, a further 4 units were at distribution sites (i.e. Within stryker control) and the presence of dome hole plugs was confirmed. However, since the sales rep present at the time of the reported event confirmed that the dome hole plug was not in the cup as per normal, the event was confirmed. The root cause is unk. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.